Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt representative (rep) said a couple of weeks ago they found they couldn't charge implantable neurostimulator (ins) and were seeing a code but doesn't remember what it said. They said they haven't charged in a couple weeks and have been trying to reach a manufacturer representative (rep) but they haven't been connect with the rep. They have tried resetting controller which didn't resolve. They said the recharger had been heating up. They started passive recharge mode (prm) and are seeing a 99 for the high number and after a few minutes the screen came up with an rm-03. Controller port looks intact. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Rep called with patient present in clinic, as they are having difficulty trying to charge patient's ins after it has been dead for about a month. Rep reported patient received a new rtm a couple of days ago, however when plugging the new rtm into the controller and attempted to recharge, the rep is only able to see coupling numbers of 100 across the screen, no matter if the rtm is over the battery or on the table. Rep provided sn of the rtm used in clinic, which technical services (ts) confirmed is the old rtm. Patient did not have their new rtm with them in the clinic, but stated they do at home. Ts advised rep to have patient use their new rtm and call ps to troubleshoot as needed. Rep stated they will follow up with patient as well.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.